Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing as the drain bag luer connection was observed to be broken. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the drainage bag luer connector could not be tightly locked after the drainage bag was removed. Reportedly, there was no injury to the patient.